Event description:
It was reported that the audio processor was heating up within 30 seconds after being turned on. The device was not in contact with the pt's head. No injury was observed. The external device has now been replaced.

Manufacturer narrative:
UDI code not available for this device. The device was returned to the MFR where it will be investigated. When available, a device analysis will be issued as a follow up report.